Manufacturer narrative:
In response to FDA report number mw5087747. The events of lymphoma and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. The reason for reoperation is alcl related death due to "disseminated disease". This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported an alcl related death due to "disseminated disease". No pathological markers were provided. Affected side is unknown. Status of the device is unknown.

Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of MDR # 9617229-2019-10706.

Event description:
Regulatory agency reported an alcl related death due to "disseminated disease". No pathological markers were provided. Affected side is unknown. Status of the device is unknown. This was found to be a duplicate of MDR ID# 9617229-2019-10706.